Event description:
Discordant glucose and urea nitrogen (bun) results were obtained on twenty one patient samples on an advia 1800 instrument. A discordant glucose result was released to the physician, who questioned the elevated result. Subsequently, the customer repeated twenty one samples in total and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose results or erroneously low bun results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the sample reagent wash pump (swrp) was damaged, preventing it from performing washes correctly. The fse replaced the swrp and then calibrated the instrument and ran quality controls, which were within range. The instrument is performing within specifications. No further evaluation of the device is required. Note: user facility medwatch (B)(4) was filed.